Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, refractive surprise, is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was explanted and replaced with a same length but different power/model lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, with residue/debris on the product. Visual inspection found the lens haptic bent. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).